Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the set screw of the pulse generator had problem which caused the lead to not be able to be fixed to the pulse generator. The pulse generator was not used, and a new pulse generator was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of could not tighten the atrial and ventricle setscrews was confirmed. Analysis revealed incorrect torque wrench insertions were being made into both a- and v-setscrews by its user during the implant procedure. The incorrect wrench insertions resulted in the stripping of both setscrews by the user of the wrench. When the setscrew is being stripped the torque wrench will not click because the setscrew is not being tightened.